Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the five malfunctions, four did not involve a patient and one involved a patient with no known impact to the patient. One patient was a 78 year-old male weighing 56 kg. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot numbers for the malfunctions were provided; therefore, a lot history review was performed. Out of the reported five malfunctions, four devices were returned for evaluation. Two devices identified self-activation. Two devices did not identify self-activation as the devices worked as intended and the failure could not be reproduce. One sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event was inconclusive. Based upon the available information, the definitive root cause for the events are unknown. The devices are labeled for single use. H10: d4 (lot number: recx1922, redp1476), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For four of the five reported malfunctions, the devices have been returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Lot number: recx1922).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the five malfunctions, four did not involve a patient and one involved a patient with no known impact to the patient. One patient was a (B)(6) male weighing (B)(6) kg. The remaining patient age, weight, and gender were not provided.